Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports the patient has rotation with reduced vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports the patient has rotation with reduced vault. On (B)(6) 2022 the lens was explanted and replaced with another icl lens. The cause of the event was reported as "lens too small". Claim#: (B)(4).